Event description:
The customer performed a blood glucose test and received a result of 394mg/dl. The customer did not feel well, their eyes were blurry. The customer retested and received results of 303mg/dl. And 327mg/dl. The customer was taken to the emergency room. At the hospital their blood glucose was 249mg/dl approximately 1 hour later. The customer was given and IV. When the customer was released their blood glucose was 120mg/dl. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.